Manufacturer narrative:
No customer product sample available for investigation. No lot number provided on which to conduct a DHR review. No adverse complaint trends for this type of complaint observed. The root cause of the reported event cannot be determined. Causation could not be established between the hollister urethral catheter and the reported urinary tract infection.

Event description:
It was reported that after the hollister vapro plus pocket hydrophilic intermittent catheter was inserted and removed from the urethra, there was self-limiting blood upon removal of the catheter. It was further reported that two days later an infection developed with lower abdominal pain and purulent discharge. It was reported that the end user did not seek medical attention for this event and this observation was self-reported by the end user. It was reported that he used antibiotics for this event that was prescribed for him previously for treatment of a future uti.